Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 523 mg/dl. Customer declined tandem technical support's offer to perform a pump system and declined to provide further information.